Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Corrective actions included providing the customer with pump reset information and assisting with the reset, which successfully resolved the malfunction. Technical support advised the customer to contact them again if the malfunction recurred, and the customer understood and acknowledged the instructions.